Event description:
Additional information became available that this lead also exhibited high impedances, noise and was fractured prior to abandoning the lead.

Event description:
Boston scientific crm received information that this right atrial (ra) lead triggered a lead safety switch (lss). It is unknown if this was triggered due to high or low impedance measurements. The physician elected to leave the lead in place and no programming changes were made at this time. It was decided that when the device is replaced the lead will be replaced at the same time. At this time all measurements are within an acceptable range. To date, there have been no adverse patient effects reported. New information was obtained that during a recent routine generator change, this lead was capped due to low impedance and poor sensing. These observations have been present for some time.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.